Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced the siderail collapsed. There was no patient involvement.

Manufacturer narrative:
1 device was functionally/visually inspected in the field. The device was repaired and returned to use. The other devices alleged to have this issue were not made available for evaluation by the customer.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced the siderail collapsed. There was no patient involvement.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced the siderail collapsed. There was no patient involvement.